Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic image was provided and reviewed, revealing a large part of a biopsy needle within the retroareolar region of the right breast, measuring several centimeters. The needle is entirely within the breast. One electronic photo review was provided and reviewed. The results of the photo review determined, a clear plastic bag containing a distal portion of one cannula tip. The remaining portion of the cannula needle and remainder of the device is not visible within the photo. No other anomalies were noted. Therefore, based on the review of the provided electronic image and photo the investigation is confirmed for the reported detachment as the cannula tip was found to be detached from the cannula needle. A definitive root cause for the detachment of the device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a mammography guided vacuum assisted breast biopsy procedure, a piece of the needle was allegedly detached. It was further reported that a piece of needle found inside the patient body, and it was removed through surgery. The current status of the patient is stable.

Event description:
It was reported that a post-mammography guided vacuum assisted breast biopsy procedure, the piece of needle was allegedly broken. It was further reported that a piece of needle found inside the patient body, and it was removed through surgery. The current status of the patient is stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.